Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the therapy connector cable was not properly seated on the therapy pcb assembly. After reseating the therapy connector cable, and performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and would not recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event.